Manufacturer narrative:
D10: 300-30-06 - eq preserve stem 6mm: (B)(6), 320-46-00 - eq reverse 46mm humeral liner +0: (B)(6), 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6), 320-15-05 - eq rev locking screw: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a 67 yo male patient, who had a rtsa, underwent a revision procedure due to aseptic glenoid loosening. A loose glenoid baseplate, pain then broken screw and functional loss necessitated the revision. The torque screw, humeral tray, humeral liner, glenosphere, glenosphere locking screw, glenoid base plate, and compression screw / locking cap were revised. The study indicated it was possibly related to the devices and the procedure. The outcome stated resolved. No further information. This is 1 of 2 reports for this event this is 1 of 2 events for this patient